Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-12631, 2938836-2019-12632, 2938836-2019-12633. It was reported that the patient passed away due to acute cardiorespiratory arrest. There is no known allegation from a health professional that the death was related to the device. Further information is not available.

Manufacturer narrative:
Only a connector portion of the lead was returned in one piece measuring 7.1cm. For analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.